Event description:
It was reported that during a renal angioplasty, a 5x50mm palmaz blue stent moved over an aviator plus balloon and was unable to pass through the artery. This prevented its use; therefore, system was removed from patient without stent implantation. A same-like non-cordis product was used instead and there was no patient injury reported. The product will be returned for analysis. It was stated that the stent did not pass through the artery even after pre-dilatation. The aviator plus balloon assembled with the stent was not inflated at any time. The device was stored according to the IFU instructions. It was stated that the stent used with unknown introducer and 7f rdc guide catheter was compatible with the measure as specified on the product packaging. Physician comments: there was movement of the stent over the balloon rail while trying to cross the lesion even after it¿s pre-dilatation.

Manufacturer narrative:
The device was received. Complaint conclusion updated to reflect analysis of returned device. It was reported that during a renal angioplasty, a palmaz blue 5x50mm stent moved over an aviator plus balloon and was unable to pass through the artery. Vessel characteristics were not indicated. There was no patient injury reported. The device was stored according to the instructions for use. The stent was used with a seven french guide catheter and an unknown introducer. The lesion had been pre-dilated prior to delivery of the stent. It was not indicated if resistance was met or if there was tracking difficulty through the vessel. The aviator plus balloon assembled with the stent was not inflated at any time. The system was removed from patient without stent implantation. A same-like non-cordis product was used to complete the procedure successfully. One non-sterile palmaz blue on aviator plus, 5 mm diameter, 50 mm length, on 142 cm catheter was received coiled inside a plastic bag. The stent was moved from its original position. Balloon was not previously inflated. During microscopic analysis, crimping marks were found in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. As noted during the analysis process, the stent was removed from its original position; however, crimp marks were visible. Based on the limited information available for review, based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Neither the DHR nor the analysis suggests that the reported issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that during a renal angioplasty, a palmaz blue 5x50mm stent moved over an aviator plus balloon and was unable to pass through the artery. Vessel characteristics were not indicated. There was no patient injury reported. The device was stored according to the instructions for use. The stent was used with a seven french guide catheter and an unknown introducer. The lesion had been pre-dilated prior to delivery of the stent. It was not indicated if resistance was met or if there was tracking difficulty through the vessel. The aviator plus balloon assembled with the stent was not inflated at any time. The system was removed from patient without stent implantation. A same-like non-cordis product was used to complete the procedure successfully. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for analysis the reported loose crimp could not be confirmed and the exact cause could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. The event description indicates failure to cross the lesion. It is unknown if this contributed to the loose crimp or if the failure to cross was because of the loose crimp. Lesion characteristics were not indicated and the event description did not suggest difficulty tracking through the vasculature toward the lesion. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.